Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune ptj instrument was damaged.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received to confirm the root cause however a photo of the device was received and confirmed the failure mode. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.